Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer would not close, and the station had power, but the console would not power on. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer would not close, and the station had power, but the console would not power on. A field service engineer (fse) identified that the main unit displayed a black screen and was not powering up and also observed that drawer 4 of the enhanced full height cubie drawer in the auxiliary remained open and would not latch. The fse determined that the solenoid plunger was fused inside the solenoid and found thermal damage on the drawer controller board. The fse replaced the drawer controller and solenoid to restore functionality and additionally replaced the existing latch assembly with an updated model while the station was open. The system functioned as intended after the field service engineer repaired the device.